Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that while preparing the patient with this right ventricular (rv) lead for magnetic resonance imaging (MRI), the rv lead was noted on the report with lead function marked as abnormal, with an abbreviation indicating possible fracture, and a prior lead safety switch (lss) event was observed. Further review identified a previous red alert with rv lead pacing impedances measured at approximately 2000 ohms, with a subsequent increase to approximately 3000 ohms following the lss. Based on radiology evaluation findings indicating a compromised lead and it was determined that the MRI was not indicated, as performing an MRI on a lead with suspected fracture and out of range impedances would be considered off label use. As of the time of reporting, this rv lead remains in service. No adverse patient effects were reported.